Event description:
It was reported that this patient underwent a balloon angioplasty in the superficial femoral artery with pta balloon dilatation catheter. When attempting to remove the balloon from the introducer sheath, the balloon allegedly became stuck within the sheath and could not be removed. Reportedly the physician was unable to readvance the balloon back into the sheath. The physician then removed the balloon and sheath simultaneously from the patient. The removal of the assembly allegedly caused a pseudoaneurysm within the vessel which required surgical intervention. The guidewire used was a .035 and the introducer sheath was 5.5f.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The sample was not returned for evaluation. Based on the information received, the results are inconclusive and the root cause of the event is unknown. The current IFU (information for use) states: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit.